Manufacturer narrative:
H4: the lot was manufactured from march 06, 2023 -march 08, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction g3: date received by MFR: correct aware date to 10/18/2023 (previously reported as 09/27/2023). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The 5-fluorouracil (5fu) passed in five (5) hours instead of 48 hours. The empty device was placed in a transport bag and the next day the bag was covered with crystals, the same for the tubing and the infuser set aside. The two previous infusions, the 5fu completed in 24 hours instead of 48 hours. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.